Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt was unable to move their right side and had expressive aphasia. The event was diagnosed as a stroke, possibly embolic. Plavix and aspirin were continued and the pt was started on physical, speech and occupational therapy. A CT was done and showed a possible infarct in the left frontal lobe. The condition improve throughout the course of hospitalization. Six days post procedure, the pt was discharged to a rehabilitation facility. Twenty two days post procedure, with status continuing to improve, the pt was discharged to home. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. A stroke may occur during this type of procedure as listed in the device instructions for use. In addition, there was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.